Event description:
Per the surgeon, the patient experienced thickening of the skin with age requiring a longer abutment. The abutment was changed under general anaesthetic on (B)(6) 2022. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on april 29, 2022.